Event description:
It was reported that, "the patient underwent right hip revision surgery in 2009, due to a fractured locking ring and polyethylene wear".

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.